Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring unexpected restart alarm on the insulin pump after changing out batteries. Blood glucose level at the time of the incident was 172 mg/dl. No symptoms or treatment of patient required. Troubleshooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Device passed the displacement test, self test and unexpected restart error test. No unexpected restart error anomalies noted. (B)(4).